Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v240730, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider's office noted that the patient came in (B)(6). This was a one month follow up after the patient had her MRI which caused her device to turn off. The interstim was interrogated and reprogrammed and then the patient stated she no longer felt the device. The doctor used the programmer to increase the amplitude. When the patient started feeling sensations and the sensations stopped after the doctor removed the programmer, the doctor was concerned about a malfunction so he did a full interrogation of the device which was unremarkable. The doctor replaced the programmer and increased the amplitude which did result in a tolerable sensation to the patient even with the programmer removed. The patient is supposed to follow up in a month from that (B)(6) follow up visit to reassess everything.

Event description:
Additional information from the manufacturer's representative noted that the status of the patient after the event - she was currently doing well on program 3 with an amplitude of 1.1 . She was 27 - 47 months remaining on her device and the impedance check was clear.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The caller did an MRI on patient today of the head using the MRI guidelines. The caller verified the device was on before the scan and he turned the implant off before the scan was conducted using the patient programmer. When the MRI was completed (during which the patient complained of nothing) he went to turn the patient's implant on and when he did so the patient noted she was having shocking down her legs. The caller then turned the implant off. The patient's implant was at 1.8v and she had never made adjustments herself. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the MRI facility called the manufacturer's representative at least a day before possible 2 days before they connected. The representative reviewed with the caller the MRI guidelines and faxed them an information sheet on doing MRI, he also provided device information to the tech to be able to give the correct guidelines. The representative did inquire with the hcp (healhcare provider's) office and never heard back.